Event description:
Philips received a complaint on the heartstart mrx indicating that the device was not passing the electrode cable test. There was no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the patient connector assy. The fse replaced the patient connector assy to resolve the issue. The device remains at the customer's site. No further evaluation is warranted at this time.